Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2016. The site reported that the patient died on (B)(6) 2016. Site listed cause of death as due to disease progression and not related to the enb device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.